Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 456 mg/dl, the customer current blood glucose was 266 mg/dl. The customer was hospitalized on (B)(6) 2018 at 10:45am. The customer experienced symptoms such as sweating, irritability. The reservoir will not be returned for analysis.